Event description:
The design history records for the for the generator and lead were reviewed and both devices were hp sterilized prior to distribution into the field.

Event description:
It was reported on 11/10/2016 that the patient had the generator explanted due to infection. The devices were recently implanted on (B)(6) 2016.